Event description:
It was reported that during a bowel procedure, during an anastomosis between the stomach and the jejunum, the firing handle blocked. It was impossible to cut and staple. The device's bits stayed closed on the tissues, so that the surgeon had to cut these tissues to remove the device from the pt. The surgeon had to widen the anastomosis. The procedure was extended by one hour.

Manufacturer narrative:
Date sent: 3/12/2009. Info anticipated, but unavailable at this time.